Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a healthcare provider regarding an implantable intrathecal pump intended to deliver dilaudid (concentration and dose unknown), indicated for spinal pain. It was reported that the patient took an intentional overdose of norco pills on (B)(6) 2018. It was stated that they had to give the patient narcan and he is ¿continuing to be sleepy.¿ additional information was received on (B)(6) 2018. Compatibility guidelines were requested regarding magnets/electromagnetic fields. It was reported that the healthcare provider did not access the pump yesterday to remove the contents, and instead placed a pacing magnet over the pump. It was stated that they planned to remove the magnet today ((B)(6) 2018), and it was asked if the pump needed to be reprogrammed. The caller was advised that the only way they could confirm pump function and get specific prescription info would be to interrogate the pump using a clinician programmer. No further complications were reported or anticipated.